Event description:
A report was receiving that the patient was experiencing difficulty charging her ipg. An bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient has elected to not take any further action. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was receiving that the patient was experiencing difficulty charging her ipg. An bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was receiving that the patient was experiencing difficulty charging her ipg. An bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.